Event description:
Healthcare professional reported right side exchange from textured to smooth due to concern with the product. Healthcare professional later reported "hole, non-specific" as an observation made during surgery and "hole on valve side" in valve area, event has been captured as deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed three openings on posterior and radius side assessed as surgical damage and observed an opening on posterior side assessed as fold flaw opening. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ white calcification observed in the surface of the shell. ¿ observed non penetrating nick assessed as surgical tool scratch like.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "exchange from textured to smooth due to concern with the product."

Event description:
Healthcare professional reported right side exchange from textured to smooth due to concern with the product. Healthcare professional later reported "hole, non-specific" as an observation made during surgery and "hole on valve side" in valve area, event has been captured as deflation. A closed capsulotomy was performed. The device has been explanted and replaced.